Event description:
It was reported that a shaft break occurred. A 2.50mm x 15mm emerge balloon was selected for a percutaneous coronary intervention (pci) in a severely tortuous and moderately calcified lesion. The lesion was predilated. During an attempt to push back the catheter, the shaft broke into two pieces. The broken catheter was successfully removed from the patient. There were no patient complications and the patient's status was stable.